Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient presented to the hospital unresponsive. The healthcare provider thought the patient was getting too much drug. The healthcare provider was unable to get a hold of the managing physician. The reporter did not have a physician programmer available and wanted to have someone check the pump. The patient was due for a refill in the next few days.

Manufacturer narrative:
Patient code (B)(4) was incorrectly coded for the reported "interval development of complete collapse/atelectasis of rml". Patient code (B)(4) coded instead to accurately capture this symptom. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the new information received on 2017-jan-03 and 2017-jan-09. Patient codes added to reflect the symptoms reported on (B)(6) 2017.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. It was reported that there was no device issue, patient/therapy issue, or procedure issue associated with this event and that troubleshooting was done. The hcp lowered the patient¿s dose in order to resolve the patient being unresponsive and getting too much drug. It was reported that the cause of the patient being unresponsive and getting too much drug was a urinary tract infection or a general infection. The hcp noted that the patient¿s symptoms had been resolved. Additional information was received from the patient¿s healthcare provider (hcp) on 2017-jan-09. It was reported that during an office visit on (B)(6) 2016 the patient complained of shortness of breath, nasal congestion, generalized weakness, decreased appetite, and a productive cough with clear sputum. It was noted that the patient had been seen the week prior for the same symptoms. Consultation was made as the patient appeared obtunded with respiratory depression and abnormal air blood gas. The patient had acquired pneumonia, which was likely bacterial, but on (B)(6) 2016 appeared more confused, hypoxic and required an nrb mask at 8 ml. Their abg showed 7.17/67/97 = 0.0011 ph/pco2/po2. The patient was admitted for the pneumonia and was in acute hypercapnic respiratory failure. The hcp indicated that the causes for the respiratory failure included intrathecal morphine pump failure. The patient was placed on bipap and narcan was administered twice as the first dose had no effect. The patient woke up, but did not open eyes or follow commands before dozing off again. A CT scan of the patient¿s head was performed to rule out any cerebral process of their obtundation which showed to be normal for the patient¿s age. The patient¿s lab results on (B)(6) 2016 indicated ckd screen of 42 l, 48 l; bun 43 h; sodium 146 h; rbc 3.07l; hgb 9.8l; hct 33.6l. The patient also had a CT scan performed on (B)(6) 2016. The impression of the CT scan was severe kyphosis, ankylosis of spine, unchanged poste vertebroplasty of the t11 and t12 vertebral bodies, lucency/fatty replacement of the t7 vertebral body, and heterogeneous appearance of the l2, l3, and l5 vertebral bodies suggesting bone infarcts or possibly myeloma/metastasis, interval development of healed sternal fracture, marked decrease in pleural effusions seen on CT angiogram (B)(6) 2016, and interval development of complete collapse/atelectasis of rml. Large colonic stool suggesting constipation and right femoral head avascular necrosis was also observed. On (B)(6) 2017, the patient was discharged with a diagnosis of resolved acute encephalopathy from sepsis, resolving left lower lung pneumonia possibly resulting from aspiration, resolved hypernatremia (likely due to dehydration), likely chronic anemia, chronic pain with morphine pump, resolved sepsis from pneumonia, and resolved acute respiratory failure from pneumonia. The patient¿s CT scan of the head was confirmed as negative. It was thought that the patient was confused partially from their morphine and their sepsis was caused by the pneumonia. Narcan was giving and the patient was given IV vanco and zosyn. The patient¿s condition improved and it was believed that the aspiration pneumonia occurred as a result of the patient¿s confusion. The patient¿s bipap was discontinued and the blood and sputum cultures were negative. The patient¿s hypernatremia was resolved with ivf. Their morphine rate was lowered and the patient had returned to mental baseline. The patient¿s lab results included: wbc 3.9l, rbc 3.22l, hcg 10.4l, hct 32l = transfused (B)(6) 2017. The acute encephalopathy was considered to be secondary to the aspirational pneumonia. A PICC line was placed and zosyn was to be continued until (B)(6) 2017. The patient also showed possible dementia with some behavioral component (seroquel, and cognitive testing recommended). The patient¿s anemia showed hgb 7.4, but was transfused 2 unites and was stable at 10.5. The patient¿s medical history included anemia, chronic pain, debility, edema, essential hypertension, glaucoma, macular degeneration, (B)(6), osteoporosis, and a pelvic fracture. The patient also had blood transfusions on (B)(6) 2016, and (B)(6) 2015. The patient also underwent an esophagogastroduodenoscopy (egd) with a closed biopsy on (B)(6) 2011, a kyphoplasty of lumbar spine fracture occurring in 2006 and 2005, biopsy of the patient¿s bones in 2005, and hernia repair in 1958. The patient¿s concomitant medications included: albuterol cfc free 90 mcg/inh inhalation aerosol, 180 mcg, 2 puff, inhalation, q4hr; alphagan 0.2%, 1 drop in both eyes bid; baclofen 10 mg, 1 tablet, orally, tid; colace 100 mg, 1 cap, po, bid; d5w-1/2 ns 1000 ml, 1000 ml, IV; dulcolax, 10 mg, 1 supp, rectal, qday, prn,; fleet enema, 133 ml, rectal, 1day, prn; heparin subq, q8hr; lumigan, 1 drop, both eyes, qbedtime; magnesium citrate, 1 bottle, po, as directed, prn; milk of magnesia, 30 ml, po, qday, prn, multivitamin with minerals, 1 tab, po, qam; narcan, 0.4 mg 1 ml, IV push, on call, prn; oscall 250 + d, 1 tab, po, bid; procrit, 4000 units, 0.2 ml, subq , qmon; rocephin; tylenol, 650 mg, 2 tab, po, 14hr, prn; vitamin c, 500 mg, 1 tab, po, qam, zithromax; zofran, 4mg, 2ml, IV push, q6hr, prn; alprazolam 0.25 mg tab 0.5 mg 2 tab, po, qbedtime prn anxiety; azithromycin 5 day dose pack 250 mg oral tablet; bisacodyl, 10 mg supp 10 mg 1 supp, rectal, qday prn constipation; epogen, 40000 units, subq, qweek; ondansetron; amlodipine 5 mg tab 5 mg 1 tab, po, q am; lidocaine 2% top jelly (5 ml), topical, on call; mupirocin 2% top oint (22g) 1 appl, nasal, bid; oxymetazoline 0.05% nasal spray (15 ml) 2 spray, nasal, on call; piperacillin-tazobactam 3.375 g, ivpb, q8hr until (B)(6) 2017; norco 5/325 mg 1 tab po q6hr prn moderate pain, hold for sedation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.